Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the non patient needle separated from the holder luer adapter. The following information was provided by the initial reporter. The customer stated: "the luer adapter was broken while attaching to the needle holder and blood splashed out through the connection of the luer adapter and the needle holder." There was no report of exposure or medical interventions.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device expiration date: 08/04/2022. D9: device available for evaluation: yes. H.6. Investigation summary: bd received a sample and a photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for broken adapter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken adapter. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the non patient needle separated from the holder luer adapter. The following information was provided by the initial reporter. The customer stated: "the luer adapter was broken while attaching to the needle holder and blood splashed out through the connection of the luer adapter and the needle holder." There was no report of exposure or medical interventions.